Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6), implanted: explanted: product type recharger h3: analysis found device got hot after running it at donut end. Device scrapped due to low reading should be higher than 30 reads 23. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep said patient reported the wire near the recharger telemetry module (rtm) paddle gets too hot to touch. Issue started about 3-4 weeks ago. Patient mentioned that she got an error message about system error rm01 a few months ago and they didn't know if that was related to the recharger or the controller. Technical services(ts) reviewed the rm error can be from recharger or the controller, given the situation it is likely from the recharger. Patient didn't have their recharger with them at the appointment. Patient to call back to provide recharger serial number to allow replacement to be processed. The issue was not resolved through troubleshooting. Pt called from number registered to provide recharger serial number for replacement. Patient services (pss) called pt back for clarification. Pt mentioned in previous call the rtm was burning them. Pt did indicate they had to ice the area which they described as kind of like a bad sunburn and applied an antibiotic cream.

Manufacturer narrative:
Continuation of d10: product ID 97755 ,serial# (B)(6) , product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , b3: event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.